Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain and discomfort around the neurostimulator (ins) site. An infection was suspected, but test showed no signs of infection. The ins was explanted and the leads were not in hope of implanting a new ins at a later date. It was noted that the pt previously had two different inss with no similar reactions. The pt will be seen in the clinic. Additional info has been requested.